Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion in the severely tortuous mid lad. After pre-dilatation, resistance was felt during crossing the target lesion with the device. While pulling back the device, the stent dislodged from the delivery system and was found in the renal artery. It was decided to adapt the stent against the vessel wall.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation but contrast medium residue was observed in balloon- and inflation lumen which implies application of negative pressure. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure, i.e. Application of negative pressure prior to placement of the stent across the target lesion which is warned against in the IFU.